Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One angio seal device was returned for product evaluation. The returned device included hemostasis sheath and arteriotomy locator. The device was visually inspected and found to have been in unused condition with no visible signs of blood. The locator was found to have been kinked. No other damage or issues were identified. One angio seal device was returned for product evaluation. The complaint was able to be confirmed for a kinked locator. The exact root cause was unable to be determined. The likely cause was determined to have been damage sustained by the device during attempted insertion into the hemostasis sheath or due to handling during device unpackaging. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: manager the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that when the physician opened the package, the 6 french angio-seal was very kinked. The kinked part was the dilator where the inlet hole sits. Since it was kinked, they put it to the side and opened another one. The procedure performed was percutaneous coronary intervention (pci). No blood loss was reported. The reported event did not result in patient injury and/or require medical or surgical intervention. Additional information was received on 11jun2025: the patient was stable.